Manufacturer narrative:
A medela clinician followed up with the customer, she indicated that she had thrush and received a prescription for oral diflucan from her lc. The customer also requested information and advice regarding treatment and prevention of recurrent thrush. Information and advice provided to customer resolve the issue. The product involved in the complaint is not being returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues under (B)(4).

Event description:
The customer reported to customer service that her pump in style motor was starting to make weird noises and lose suction. The customer also reported that she had severe thrush.